Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon performed a revision of concorde lift cage and a broken cortical fix screw. The surgeon replaced the cage and left the remaining screw shank in the patient after confirming it was fully buried in the body of l3. They believe the cage lost some height and failed to fuse. No further information provided. Concomitant devices reported: 5.5 ti cort fix 6x50mm (part#: 186731650, lot#: 218438, quantity#: 1). This is report 1 of 2 for (B)(4).